Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab removal difficulty is confirmed. Blood was clearly noted in the driveline tubing consistent with bladder rupture during use. A ruptured iab bladder with fluid or blood in the bladder can cause difficulty during removal. The root cause of the bladder rupture is unknown, the device was returned too damaged to fully analyze. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted successfully into the patient without resistance. Later, it was noted that there was blood inside the balloon. As a result, the intra-aortic balloon pump (iabp) was removed from the patient. The patient was taken to the operating room and underwent surgery to have the balloon removed. A stent was placed in the femoral artery. Additional information received: the doctor felt resistance when removing iab that is why patient was taken to or and underwent surgical removal. The patient was placed in the intensive care unit, there was no need to replace the iab or other device. The patient is staying in the hospital. There was no report of patient death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted successfully into the patient without resistance. Later, it was noted that there was blood inside the balloon. As a result, the intra-aortic balloon pump (iabp) was removed from the patient. The patient was taken to the operating room and underwent surgery to have the balloon removed. A stent was placed in the femoral artery. Additional information received: the doctor felt resistance when removing iab that is why patient was taken to or and underwent surgical removal. The patient was placed in the intensive care unit, there was no need to replace the iab or other device. The patient is staying in the hospital. There was no report of patient death.